Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the architect i2000 analyzer has generated a falsely decreased cea result for one patient. The account stated this morning the initial result was < 0.5 ng/ml but in 2009, the cea result was 8.0 ng/ml. The account then retested the sample while it was still on the analyzer and the result was now 9.64 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). After further evaluation, the suspect medical device was changed from the architect analyzer list # 3m74-01, manufacturing site (B)(4) to the cea reagent, list # 7k68, manufacturing site (B)(4). Due to this change. This report is being filed on an international product, list number 7k68 that has a similar product distributed in the us, list number 6c02. We have completed our investigations using our retained in-house samples of the architect cea reagent lot 72503lf00 as used by the customers laboratory. Architect cea calibrator lot 76296lf00 and architect cea controls lot 65083lf00 were used in the course of our investigation, as no material was available to return. The objective of the testing was to assess the accuracy of the architect cea by performing two runs on one architect instrument. An in-house retained sample of reagent kit lot 72503lf00 was used for investigation testing. One replicate of each level of architect cea controls (lot 65083lf00) were tested per run to assess the validity of the calibration curves. The calibration curves were valid. Fifteen replicates of in house serum based sample used to mimic patient sample were then assessed per run on the architect instrument and the mean of thirty replicates was assessed against specific acceptance criteria. Results obtained using the serum based sample containing cea was within the expected values and passed acceptance criteria. The sample used approximately matched the concentration of the patient sample for which the customer obtained the discrepant result (target 11.2ng/ml). Therefore our testing has confirmed acceptable recovery for cea reagent kit 7k68-25 lot 72503lf00, around the concentration range of the patient sample the customer was testing at the time the discrepant result was obtained. In addition to our tests, we reviewed the testing data generated by our quality control laboratory prior to approving this reagent lot for sale to our customers. No anomalies were reported and all kit release specifications were met. Review of the calibration and control results data provided by the customers laboratory also showed no issues. Furthermore, a review of complaint report records registered for architect cea (list 7k68) was performed. Complaint report records are used to identify potential and current field issues. The reports indicated that there were no trends reported and this is the only complaint registered for this reagent lot to date. During investigation of this issue, the discrepant patient result generated by the customers laboratory could not be repeated using the retained in-house sample of the same lot. The results of our investigation demonstrate that the architect reagent lot in question (7k68-25 lot 72503lf00) is performing within its intended use, label claims and specifications. No product deficiency was identified in the course of this investigation. From the data and information obtained it remains unclear what caused the abnormal patient sample result observed by the customers laboratory for architect cea. (B)(4). Review of the instrument printouts the customer provided show that only one replicate of a single patient sample returned erroneous results suggesting that a sample specific issue might have caused the abnormal result. We have referred the customer to the architect cea package insert (B)(4), which states: ensure that complete clot formation in serum specimens has taken place prior to centrifugation. Some specimens, especially those from patients receiving anticoagulant or thrombolytic therapy may exhibit increased clotting time. If specimens are centrifuged before a complete clot forms, the presence of fibrin may cause erroneous results. Please ensure that samples are collected and handled as outlined in the architect cea package insert (B)(4); in particular examine samples for fibrin or other large particles and remove with a clean applicator stick or re-centrifuge. In addition, the abbott architect system operations manual 96211-110 (troubleshooting and diagnostics) section (B)(4) for erratic results instructs the user to perform various checks on the instrument. In particular a visual inspection of pre-trigger or trigger sensors should be carried out ensuring that no cracks are evident and dispense volume is correct. It should be ensured that the tubing assemblies are correct so that these reagents do not become switched. Incorrect reagent handling, storage, and preparation may also cause depressed results; reagent bottles should not be inverted with the septum in place and bottles should be stored in the upright position. If brown microparticle build-up is observed on the septum, discard reagents and ensure that microparticles are thoroughly mixed and that no bubbles are present prior to performing a run. This is the final report.